Event description:
There was no pt involved in this event. The device is malfunctioning due to intermittent power, dimly lit led icons and failing to power off using the on/off switch.

Manufacturer narrative:
The pad device was disassembled for inspection and routine testing revealed no fault. The pad-pak was found to be significantly depleted. Previous experience has told us that depletion to this level is normally caused by a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.